Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this patient presented to the emergency room with fine ventricular fibrillation (vf) for which two shocks were delivered, the rhythm continued and cardiac tamponade was confirmed via transesophageal echocardiography (tee). The patient was admitted to the hospital and a pericardiocentesis was successfully performed. The following day it was reported that intermittent artifact was observed via telemetry. A boston scientific sales representative confirmed sensing values and the patient's presenting rhythm were very stable. No additional adverse patient effects were reported.